Event description:
It was reported that the suture sleeve was not attached to lead after the lead was positioned. Therefore, the lead was replaced. After the operation was completed, x-ray revealed what appeared to be the suture sleeve in the area of the patient's lung. The patient would be monitored.

Manufacturer narrative:
Final analysis found the lead to exhibit normal electrical characteristics. The lead was returned without the suture sleeve.